Event description:
Subsequently, boston scientific received information that this clinic nurse contacted technical services again in (B)(6) 2010 to discuss this lv lead's pacing impedance history. The lv lead was evaluated during a scheduled follow-up. The device was temporarily reprogrammed to lv (ring) to rv (coil) and the pacing impedance was greater than 2000 ohms. However, the lv pacing threshold was 1.2 volts at 0.5 ms. Other lv vectors were checked and the recorded lv pacing impedance were within normal range. When the lv (ring) to rv (coil) was rechecked, the lv pacing impedance was 478 ohms. The rv pacing impedance was stable and normal. Technical services again discussed the possibility of a lv conductor or intermittent connection issue. The lv configuration was reprogrammed to lv (tip) to rv (coil) and will continue to monitor the performance of the lv lead.

Manufacturer narrative:
The available informtion suggests that the device and lv lead remains in-service. The event will be reopended if additional information is received and/or products are returned for laboratory testing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Subsequently, boston scientific received information from an implant form that this patient was presented back to the electrophysiology (ep) laboratory due to high pacing impedance and lead fracture (confirmed by xray). During the extraction procedure, it appeared that the lead broke apart with the lead tip remaining in the right atrium (ra). Following discussion with the hospital's radiologist, the physician decided to abort further attempts to extract this lead. A replacement left ventricular (lv) lead was successfully implanted. During testing of the chronic compeitor right atrial (ra) lead, low p-waves (0.3-0.4 mv) were recorded. A replacement ra lead was successfully implanted.

Manufacturer narrative:
A proximal portion of the lead with the tip missing was returned to (B)(4) laboratory. The lead was fractured at 338 mm from the terminal pin due to the suture tie down sleeve.

Event description:
Boston scientific crm received information that this clinic nurse contacted technical services to report that this device and implantable transvenous left ventricular (lv) lead system was exhibiting a greater than 2000 ohm impedance measurement (lv (ring) to right ventricular (rv) coil configuration). A yellow alert was detected for one out-of-range (oor) value. Subsequent values have been in the 400 ohm range. All other lead diagnostic mesurements have been normal. Technical services discussed the options of reprogramming to a different electrode configuration if additional oor measurements are recorded. Technical services discussed the possibility of an intermittent conductor fracture. The clinic nurse informed technical services that the rv impedance measurements have been normal and will plan to continue monitoring the lv lead performance.